Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance while filling multiple cartridges. The customer's blood glucose level was 309 mg/dl. Reportedly, the customer reverted to manual injections until replacement cartridges are received.